Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an unidentified alarm and the pump's screen was black. The customer's blood glucose (bg) level was 244 mg/dl and an insulin injection was administered to address the bg level. The customer was to use the insulin injections to manage diabetes.